Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, following deployment of the stent in the right coronary artery, no flow was observed. The pt experienced bradycardia which was treated with verapamil, intra coronary nitroglycerin, atropine and a temporary pacemaker. The flow to the vessel recovered. Reportedly, the pt was stable post procedure. The device was prepped contrary to instructions for use.